Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction surgery, the screw of the biorci 7x25mm strl bx 1, was fractured. All pieces were removed using tweezers. The procedure was successfully completed with a non-significant delay using a back-up device in the original drilled bone hole. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the resin found that the storage protocols, material specifications, and material tests were appropriately documented. A material certificate of analysis is required. A review of the customer provided images found a foil pouch, but no product identification information is visible on the package. Another image shows a screw with the distal tip fractured from the device. A visual inspection of the returned device found that it is not in its original packaging. The screw is fractured on the distal end, and there is debris in the threads. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.